Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred during a planned treatment/non-emergency treatment and the procedure was completed by moving patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that system cannot power on. Upon further inspection, fse found the mpd control unit was burning when the fuse blown was replaced. Fse replaced mpd control unit. After replacement of the mpd control unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not startup. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the mains power distribution (mpd) control unit. The device was returned to expected functionality.